Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. The customer also reported that contacts on battery cap was not missing or damaged. The customer also reported that the insulin pump was not exposed to moisture. The customer stated that the insulin pump had battery out limit and it was cleared. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.